Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a burst in the balloon material, 65 mm in length. Inspection of the remainder of the device revealed numerous kinks in the shaft. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.